Event description:
Additional information received indicating that the outcome for the reported infection is recovering/resolving.

Event description:
Patient was initially admitted into the hospital for site infection and wound wash out. A few weeks later the patient was re-admitted and had their device explanted due to the infection causing swelling and redness at the site. It was determined through testing that the patient had staph aurea both the lead and generator were confirmed hp sterilized prior to distribution. No additional relevant information has been received to date.